Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 420 mg/dl. Customer's mother also mentioned that they had issue with the sensor connection. The customer did not provide the symptoms regarding high blood glucose. Customer said that they no need to troubleshooting for hyperglycemia. The customer was treated for the high blood glucose with bolus and customer was fine now. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.